Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the subject device had an e315 ¿unsupported scope¿ error message; however; the e315 was displayed due to a communication error with the scope due to maj-1430 not being connected, or being connected but not being properly connected. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The customer spoke with the olympus technical assistance center (tac), who troubleshot the reported issue with the customer. After reseating/reconnecting various connectors, cleaning scope connectors, power-cycling the video system center, and using a loaner video system center, the customer switched out the subject device (light source), which resolved the reported error message. The customer has not returned the subject device to date. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report an e315 ¿unsupported scope¿ error message on their evis exera iii video system center and/or their evis exera iii xenon light source (subject device). The reported phenomenon occurred during preparation for use and when using 190 series scopes, but not 180 seres scopes. No patient or user harm has been reported.